Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: verbatim: we continue to experience challenges with the phaseal optima disconnecting when in use resulting in chemo spills when patients are at home. The most recent experience was for an epoch patient who when the nurse opened the infusion clamp, the end popped off and disconnected. Additional information provided: as mentioned that the disconnection was at both connectors, are you referring specifically to: the injector side connection point between the optima injector and the disposable tubing set, and the patient side luer lock connection? Or the connection between the injector & connector? Kindly confirm the exact location of leakage. Customer response on (B)(6) 2026: I've already gone to the customer to get clarification on this and they really didn't answer the question. Based on our conversations, we think they have had leakage at the luer lock connection (not clear whether this was at the injector or the connector) and the injector/connector are popping apart when the infusion clamp is removed. We have reviewed the proper technique for luering the devices onto the lines.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow-up report for correction. This report is supplemental to previously submitted 3003152976-2026-00112. MDR 14250128 was filed in error as the failure was determined to be an incorrect entry after the MDR was submitted.

Event description:
No additional information provided.